Manufacturer narrative:
It was confirmed the previously implanted stent graft system was an endurant device. It was reported that the type 1b endoleak was observed on device model enlw1624c95ee in the right limb. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received: it was reported that a cuff (etcf2828c49ee (B)(6)) was implanted on (B)(6) 2021 to treat an endo leak type 1a. The endoleak was not resolved and endoanchors were implanted. Follow up CT has not yet been completed to confirm if type ia endoleak has resolved. Film evaluation summary: the reported endoleaks were confirmed on the films provided; however, the exact cause and type could not be fully determined. The anatomy at implant is unknown and earlier post-implant films were not provided for comparison. It is likely that disease progression with dilatation of the iliac vessel over time may have been a factor in the observed distal endoleak. It is unclear if the observed endoleak in the right iliac artery after intervention with the endurant limb was a type iiib fabric endoleak related to calcification in the area. While a type iii fabric endoleak cannot be ruled out, it also possibly may have been an acute type IV blush endoleak caused by fabric porosity across a single layer. Other factors such as heparin dose, outflow resistance, imaging quality, and volume of the aneurysm sac may have also contributed to this likely type IV endoleak. The original proximal endoleak was considered to be a type ia endoleak but the cause of the event could not be determined. The remaining endoleak type after intervention with the cuff and endoanchors also appeared most likely to be a remaining non-resolved type ia endoleak. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a type ia/ib endoleak in a previously implanted unnamed stent graft it was reported the existing graft was flared and had lost wall apposition at the distal end creating a type 1 b el. During the procedure a etlw1610c156ee device was implanted from flow divider to reia to resolve the type ib el. The etl1610c156ee was very narrow at the distal end. It was angioplasty ballooned with a 10x40 balloon. The next angio run showed a possible type iiib leak outside of the graft, a non-mdt 10x29mm (be graft) device was placed inside the etlw1610c156ee at the distal end and the leak was resolved. Per the physician, the reia was calcified and could have caused a hole in the graft when it was ballooned. No additional clinical sequalae were reported and the patient is fine.